Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 100 units of insulin and the pump read 0 units when there was still more than 75 units of insulin in the cartridge. The contact indicated that an alarm 3 had occurred; however, the pump does not have an alarm 3. The customer's blood glucose level was not impacted. The contact successfully added more insulin and the load process was completed. The customer resumed insulin delivery.